Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 28 mmol/l (504 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. The tear was found where the tip of the hard cannula made contact with the soft cannula. The soft cannula was not securely seated in the grips of the slide insert and therefore the soft cannula was not in the correct position, but moved too far out. The exposed portion was 11,5 mm. It was unable to be determined when the soft cannula was unseated from the slide insert. It was unable to be determined when the hole in the soft cannula was caused. It was unable to determine how dislodgement of the soft cannula occurred. Correction to d(4): expiration date changed from unavailable to 1/14/2023.